Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, there was a leaky hemostatic valve. The sheath was replaced and the procedure was completed with the cryo console. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the sheath, 4fc12 with lot 13436, was returned and analyzed. Visual inspection of the sheath showed the device was intact with no apparent issues. Air aspiration was reproduced when a test balloon catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking and that the valve was torn. In conclusion, the reported leaking valve was confirmed through testing. The sheath, 4fc12 with lot 13436, failed the returned product inspection due to a leaking hemostatic valve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.